Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to an extra gasket on the multifunction cable preventing the cable from being fully connected to the defib connector.. The extra gasket was removed to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.